Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right hemicolectomy while suturing the enterotomy, the bipolar fenestrated grasper broke. It was replaced with a new instrument. There was no patient injury.

Manufacturer narrative:
Updated information: d4 (UDI #), h2.6 (annex b, c and g codes) medtronic led an evaluation of the device data logs for the reported bipolar fenestrated grasper. Evaluation of the device data logs showed no error triggered for the bipolar fenestrated grasper, although the instrument was present and attached to arm cart assembly-3 in the logs. The use life of the instrument was three hundred and eighty minutes with a use count of three at the time of removal. The expiry and the last use status of the bipolar fenestrated grasper was "false". Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right hemicolectomy while suturing the enterotomy, the bipolar fenestrated grasper broke. It was replaced with a new instrument. There was no patient injury.